Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in an unspecified pd infection manifested by abdominal pain. The breach in aseptic technique was further described as the patient accidentally touched an external short tube. It was not reported if the patient was hospitalized for this event. On an unspecified date, the patient was treated with a suspension injection, amoxicillin, and another unspecified oral medication. On an unreported date, pd therapy was discontinued. The patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in may2023. This report is for a breach in aseptic technique which resulted an unspecified pd infection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.